Event description:
It was reported that there was difficulty interrogating the device. The patient was in the ICU for unrelated reasons. Several telemetry tests were performed using multiple wand positions but was unsuccessful. The rf antenna was unplugged and rebooted but was still unable to interrogate the device. Another programmer was also used and unsuccessful. During the last remote transmission from (B)(6) 2017, the remaining longevity was 3.3 years to eri. Premature battery depletion in a short time frame was suspected. Device replacement will be discussed.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received indicated that the device was explanted and replaced. The device was at eri. Patient was fine during and post-procedure.